Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the panta nail was removed because the ankle had not healed. The t-handle broke during the procedure during the second turn. Excessive force was not used. Integra has requested further info from the reporter.